Event description:
X-ray was performed approximately 30 minutes after placement of the tube. The results indicated that the tube had been inserted into the lung. The tube was removed from the patient and it was noted that the patient had developed a pneumothorax. A chest tube was inserted to alleviate the situation and the patient slowly recovered. The patient is doing well.